Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated he was hospitalized for high blood glucose levels. The customer also stated he no longer has needles to treat his blood glucose levels with manual injections. Nothing further was reported.